Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
On d6a, added implant date. On g2, reporter source was only health professional and user facility; company representative removed.